Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that removal difficulties were encountered and vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). After a non-bsc guidewire was placed to cross the lesion, a 2.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion at 7 atmospheres. Then, a 3.00 x 12 synergy¿ drug-eluting stent was advanced but device failed to cross the lesion. The device was removed and the lesion was dilated again using a 3.00mm x 15mm maverick²¿ balloon catheter. However, the synergy stent was still unable to cross the lesion. A large amount of resistance was encountered upon removal of the catheter and angiographic control showed dissection on the proximal lad. Subsequently, a 3.0-12 non-bsc stent was used to treat the dissection and another 3.0-22 non-bsc stent was used to complete the procedure. No patient complications were reported and the patient's status was stable.